Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 454 mg/dl. The customer was also having trouble breathing. The customer declined all troubleshooting. The customer stated that she has done troubleshooting previously, and knows the insulin pump is functioning properly. Nothing further was reported.